Manufacturer narrative:
Date of this report :15jul2019. Date rec'd by MFR: 22jun2019. A o2 solenoid (assembly, solenoid valve, gas delivery, rohs) were returned for analysis. During further investigation (fi), failure analysis on the returned high pressure o2 solenoid revealed that there was debris between sealing o-ring and solenoid body. No damage or degradation noted to internal o-rings. Root cause: reported failure verified, oxygen accuracy failed with submitted solenoid. Leaking solenoid due to debris between sealant o-ring and body determined to be root cause of failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). Phone number not provided. Manufacturer's product support engineer (pse) found during testing the unit had an o2 leak. Pse replaced the unit's oxygen solenoid to resolve the unit's discovered issue. Pse also replaced as part of preventative maintenance the unit's battery, oxygen inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit. Unit was tested and passed all tests. Unit ready for service.

Event description:
During preventative maintenance (pm) it was discovered that during the oxygen (o2) flow test the unit had an oxygen leak. The customer reported there was no patient involvement. Event date not specified, estimate used.